Event description:
It was reported that during a starr procedure, the retaining pin was not properly placed. A new device was used to complete the case. No adverse pt consequences.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.